Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Event date: exact date unknown, event occurred in 2019, based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. No device malfunction was suspected. The explanted device was discarded.